Event description:
It was reported that after the iab was inserted in the cardiac cath lab, the balloon was repositioned. After repositioning was completed, blood was noted in the tubing. The iab was removed and replaced, with no complications.